Event description:
Healthcare professional (hcp) reports 2 fiber leaks noted by blood in the dialysate compartment during pt treatment. New disposables used to continue the treatment without incident. Estimated blood loss = 220cc. The dialyzers were reused prior to the reported event, exact number of times unknown. Hcp reports no pt injury or need for medical intervention.